Event description:
After 43 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulses were delivered. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific mfg process; this resulted in an over-consumption and consequently to battery depletion. No similar mfg process is used in currently manufactured symphony/ rhapsody pacemaker devices. In add'l, this device was listed in group no. 1 in the advisory notification which was issued on symphony rhapsody in october 2006.